Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch:7869649.

Event description:
Patient had two leads. Investigation was unable to determine which of the leads had high impedances.

Event description:
Additional information received indicates that therapy was restored post op.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, impedance check revealed high impedance on the lead. As a result, surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.